Manufacturer narrative:
Supplemental MDR initiated for additional information reported. Rationale remains as reportable for malfunction.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) to resolve the issue.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0204791v, implanted: (B)(6) 2002, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0204791v, implanted: (B)(6) 2002, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# j0301160v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient's device was not working. Troubleshooting occurred and when they connected to the implantable neurostimulator (ins) he only saw 2 lights but the patient could not verify which lights because he could not hear the questions over the phone. Please refer to manufacturer report #3004209178-2015-12915 for information on the patient's concomitant system.